Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received shock therapy. Event was reviewed by technical services. Inappropriate shock therapy. Therapy exhausted since it was atrial-based. Sales representative to discuss with physician. Ai confirmed that device was reprogrammed. Remains in service. No adverse patient effects were reported.